Event description:
The coil was fully deployed in the aneurysm, when it was noted the entrance was obstructed. It was observed that the coil was too large for the aneurysm. It was then decided to remove the coil. When the coil was pulled back it stretched and broke. The coil's two pieces were then completely removed from the patient. The patient's condition is reported as excellent.

Manufacturer narrative:
The coil was successfully deployed but blocked the entrance to the aneurysm. It was decided the coil was too large and had to be removed. During retrieval the coil stretched and broke into two pieces. Both pieces were removed and returned for analysis. No material defect was found with the microcoil. The damage to the coil was most likely caused by the retraction force of the fully deployed coil mass.